Event description:
A malfunction alarm identified as malf 12 was reported. There was no reported adverse impact to the customer¿s blood glucose level. Technical support provided instructions to reset the pump, and the customer successfully completed the reset, with no recurrence of the malfunction code. The customer was advised to continue using the pump and to contact technical support if the issue reappeared.